Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with left shoulder pain. Upon interrogation, this right ventricular (rv) lead exhibited high threshold measurements. X-ray confirmed the lead position had not changed, but a microdislodgement was suspected. As a result, the rv lead was repositioned. While sewing the pocket after the revision, noise was oversensed, but did not result in any asystole. No additional adverse patient effects were reported.